Manufacturer narrative:
Additional information provided in the sections d.9, h.3, h,6 and h.11 the company representative was able to confirm the reported issue. It was found that the supply hose was observed poorly connected. The hose was reconnected to address the issue. The system was then tested and found to meet specification. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the serial under investigation with the same event code. The root cause of the reported event is attributed to poor connectivity of hose. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system did not exhibit insufficient pressure and air infusion problem. The details of the procedure and patient harm was not reported. Additional information has been requested.